Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of emend. The pump was intended to infuse for 20 minutes at a rate of 345ml/hour with a volume of 115 ml. The bag was noted to be empty after approximately 7 minutes. A second secondary infusion of magnesium was set up in a different channel on the pump at a rate of 50ml/hour and it was set to infuse over one hour. The bag was noted to be empty after approximately 10 minutes. This issue was reported to a bd associate during site visit. There was patient involvement but no harm.